Manufacturer narrative:
The customer¿s report of a leak was confirmed to be a female luer crack. Visual inspection confirmed that the female luer had a lateral crack. Closer inspection under a lab microscope observed no tool marks or signs of over torque. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection found a crack in the female luer wall on the opposite end of the injection gate of the suspect filter extension set. A priming test noted the set leaked from the cracked female luer. No other leaks were observed throughout the set. The source of the leak is due to a crack in the female luer component. The root cause of the crack is a result of internal stresses created in the luer during the manufacturing process.

Event description:
It was reported that the "t piece extension" that was used on the patients arterial line was leaking. T piece was replaced with a new one and inspected. There was a crack noted along the plastic where the extension piece would connect to the pressure monitoring tubing.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the "t piece extension" that was used on the patients art line was leaking. T piece was replaced with a new one and inspected. There was a crack noted along the plastic where the extension piece would connect to the pressure monitoring tubing.